Event description:
It was reported the patient could not turn their ¿monitor¿ on following an MRI. The stimulator was turned off prior to the MRI. Following the MRI, the patient turned stimulation on, but could not feel any stimulation. The programmer showed the stimulator was on. Replacing the programmer batteries did not resolve the issue. Stimulation was programmed at 2.7 v prior to the MRI and was at 3.0 v afterwards. While on the call, the patient was able to increase stimulation to a comfortable level. The patient could feel pressure, but not stimulation. The patient then decided to switch to a different program.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0bfu2, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).